Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/04/2014 with the following findings: evaluation revealed that the last basal delivery and the last bolus were recorded on (B)(6) 2014. On (B)(6) 2014 12:46 a replace cartridge alarm was recorded; deliveries resumed when pump was primed at 13:35. There were typical usage alarms observed in alarm history. The total daily dose adds up correctly and reflects the users programmed basal rate. A delivery accuracy test was successfully completed. The pump found to be delivering accurately and within required range. Investigators were unable to duplicate complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose reading high on the meter, with no symptoms or ketones. During troubleshooting, customer support determined that there was an issue with the storage or quality of insulin. There is no indication of product malfunction. This complaint is being reported because the patient experienced hyperglycemia related to user error in the storage or quality of insulin.